Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event is unknown; awareness date has been used for this field. Address information was not able to be obtained, therefore, (B)(4) was used as a place holder. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd pen needle the cannula length was insufficient. There was no report of patient impact. The following information was provided by the initial reporter: I find the needles are too short, #4m.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported while using unspecified bd pen needle the cannula length was insufficient. There was no report of patient impact. The following information was provided by the initial reporter: I find the needles are too short, #4m.